Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced allergic reaction while using the purewick female external catheter and no longer ordering the device. The patient had been using purewick products for more than 90 days. No medical intervention was reported. Per follow up via phone on (B)(6) 2022, the patient developed a horrific rash and they had to seek medical attention. The patient was put on antibiotics and received wound care. They were using foley then and no longer using the purewick.

Event description:
It was reported that the patient experienced allergic reaction while using the purewick female external catheter and no longer ordering the device. The patient had been using purewick products for more than 90 days. Per follow up via phone on 18mar2022, the patient developed a horrific rash and they had to seek medical attention. The patient was put on antibiotics and received wound care. They were using foley then and no longer using the purewick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: discontinue use if an allergic reaction occurs. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.